Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.(B)(4).

Event description:
One of the set screws froze on the tibial guide.

Manufacturer narrative:
Examination of the submitted 950501230 hp em tibial jig spiked uprod confirmed one of the two locking knobs is stuck/frozen. In addition, one of the two spikes has broken off and was not returned. Spike breakage based on previous investigations spike breakage has been attributed to the material specified for the spikes not being hard enough. A design change has been implemented to revise the spike material (drawing change eco295864 implemented (B)(4) 2009). The current complaint sample was manufactured prior to the implementation of eco 295864. The need for further corrective action is not indicated. Screw frozen examination of the returned hp em tibial jig spiked uprod confirmed the top screw would not rotate. Further examination of the returned devices suggest moderate to heavy usage. Gouging on the blue know suggest over torquing with an unknown object. The root cause is being attributed to misuse through by over torquing. Based on the investigation the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.